Event description:
The customer reported that a particulate filter was installed in place of a vapor adsorption cartridge on two different vitros eciq systems. Biased results predicted with a particulate filter in place of a vapor adsorption cartridge on the analyzer may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient results were affected or reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number 1423183 & 1423186 /ivd 276858.

Manufacturer narrative:
The investigation determined that a particulate filter was installed in place of a vapor adsorption cartridge on two different vitros eciq systems. There was no evidence to suggest an instrument issue or a reagent related issue had contributed to the event. The root cause of the inadvertent event is incorrect packaging of the particulate filters in vac sales cartons by ocd. The customer has not reported any performance issues since the replacement of the particulate filter with the vac on the vitros eciq system. The issue has been communicated to customers through customer letter cl12-316. The FDA's (B)(4) office was notified of this issue on (B)(4) 2012 per recall number 1319681-12/20/2012-001-c.